Manufacturer narrative:
The fse visited the site and confirmed the haze and odor and replaced the vacuum pump oil, oil mist filter, catalytic converter to correct the reported issues. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, vacuum pump oil and the oil mist filter were not available for return. The assignable cause of the haze/mist/odor issues reported were the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
The correct catalog number is 10104-003. The fse visited the site and confirmed the haze and odor and determined the oil mist filter and the catalytic converter needed replacing. Planned maintenance had not been performed on this unit for several years and the service is pending completion. At this time asp is waiting on customer approval for the services. Asp will continue to follow up on service details.

Event description:
The customer reported a "white smoke" (haze) emitting from their sterrad®100nx unit. The customer also reported feeling a "gas-like" odor/smell from the unit. A field service engineer (fse) was dispatched to the site to assess the unit and no injury or harm was associated with this issue. This event is being reported as a malfunction subsequent to a serious injury.